Event description:
It was reported that the patient had a loss of stimulation sensation and stopped using the stimulator. The patient did not recharge the device for over a year, and it went into overdischarge. A manufacturer representative attempted a physician mode recharge, but was not able to recharge the device. An interrogation discovered that all leads had high impedances. It was noted that the patient's parameters were not available as the device was never recharged. The patient's system was explanted and replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 377775 lot# j0555328v implanted: (B)(6) 2005 explanted: (B)(6) 2012; lead model 377775 lot# j0555328v implanted: (B)(6) 2005 explanted: (B)(6) 2012; programmer model 37742 serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37711 (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge. No recharging issues were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.